Manufacturer narrative:
An authorized getinge distributor reported that after replacing the video generator board and the coiled cable, the iabp unit worked fine. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, and during self-test, the cardiosave intra-aortic balloon pump (iabp) had a boot-up issue. After pressing the power button, the iabp emits a sound indicating the device is turned on and the built-in cooling fan turns on. At the same time, the display lights up and goes out., and no additional action from the screen occurs. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. An engineer of the authorized getinge distributor evaluated the iabp unit with the assistance of a company engineer, and the issue was traced to the video generator board. An order has been placed for the video generator board and the coiled cable, and a supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported that prior to use on a patient, and during self-test, the cardiosave intra-aortic balloon pump (iabp) had a boot-up issue. After pressing the power button, the iabp emits a sound indicating the device is turned on and the built-in cooling fan turns on. At the same time, the display lights up and goes out., and no additional action from the screen occurs. There was no patient involvement, and no adverse event was reported.